Manufacturer narrative:
The investigation confirmed the issue found by the field service representative was the cause of the event. The analyzer worked within specification after the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer experienced failing calibrations and erratic results for qc material and patient samples for several assays. Of the data provided for 12 samples tested for erroneous troponin t hs stat and one patient sample tested for elecsys hcg test system, only the following results were discrepant. (B)(6). The erroneous patient results were reported outside of the laboratory and were amended. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found an issue with the intermittent spinning movement of the bead mixer assembly and abnormal movement of the rotation motor.